Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time. Continued e1 (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed, as unidentified (tear) opening (shell thickness was within specification). Observed, 1 opening assessed, as surgical impact. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/03/2024.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.